Manufacturer narrative:
It was reported that on (B)(6) 2026, "10ml syringe-pressure went up the barrel instead of out the syringe". Customer contact stated, "no impact to patient". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2026, "10ml syringe-pressure went up the barrel instead of out the syringe". Customer contact stated, "no impact to patient".